Manufacturer narrative:
The investigation of pump not detected has been completed. On the complaint date, after the pump was initially connected via the ¿case start¿ wizard, the console displayed ¿impella defective (error reading eeprom) ¿ alarm,¿. The pump was reconnected several times, and the console was also power cycled manually several times. However, event was persistent, confirming the reported failure mode. After the third power cycle, the pump serial number was recorded. However, the console still displayed the event. The console was tested and was unable to reproduce the impella defective alarm using two different test pumps. Both light emitting diodes on the impellatronic were on, and the 20 volt and 5 volt supply to the impellatronic board was good. The ribbon cable between the impellatronic board and the 4-in-1 was appropriately connected, and no hardware issues were found on the console. The root cause of the ¿impella defective¿ alarm was not determined due to the inability to reproduce.

Manufacturer narrative:
The automated impella controller device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. This is one of two devices associated with the event. Refer to medical device report for the impella 5.5 serial number (B)(6) with event date 26-feb-2025 and patient identifier ending in (B)(6).

Event description:
The complainant reported during the implant of an impella 5.5 device to a patient with cardiomyopathy for mechanical circulatory support (mcs), the impella 5.5 pump was displayed to be defective after being plugged into two different automated impella controllers (aic). Controller alarm, "pump not detected" occurred. Consequently, a new impella 5.5 device and a different aic were utilized for successful implant and start of mcs. There was no report or indication of patient harm as a result of the event.